Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to fluid invading the scope connector during user handling which caused abnormality of electrical parts. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by handling device in accordance with the following instructions for use: "-inspection of the endoscopic image" "-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation (no image) was confirmed. It was observed that there was a black image along with a b30 error (scope communication error) code caused by a damaged charged coupled device (ccd). In addition to the b30 error code, additional evaluation findings were as follows: the objective lens glue was chipped, the bending section had failed electrical continuity due to fluid invasion, the control body and scope connector had heavy fluid, dried after aeration, and the light guide cover glass was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis exera iii bronchovideoscope, there was no image when connected to the tower. There were white dots floating across the screen and an error message. The other scopes worked on the tower. There was no patient harm associated with the event. This report is being submitted for the reportable malfunction of no image.